Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with m31 - air detected in cassette during drain 3 of 4 of treatment and a draining slowly alarm during an unknown phase and cycle of treatment. The lines were securely connected and the unused lines were clamped. Fluid was discovered during tx complete - step 9 remove cassette. The patient was connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the cassette door. The patient stated they would not re-setup the cycler tonight and reverted to continuous ambulatory peritoneal dialysis (capd) therapy to compete treatment. The patient was advised to follow up with their peritoneal dialysis registered nurse (pdrn). Upon follow up, the pdrn confirmed the reported event. The pdrn stated fluid was noted during step 9 of treatment as treatment was cancelled and following the reported m31 air detected in cassette warning and draining slowly alarms while using the cycler and prior to the leak. Per pdrn the patient found moisture around the cycler pump module heads when the cassette door was opened. The cause of the fluid was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.